Event description:
It was reported that the programmer screen fades, is "not stable," and "goes crazy intermittently." The pen is also broken, the programmer printer does not work, and the universal serial bus (usb) ports do not work. The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
(B)(4). The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the programmer's screen faded, and was "out of whack," and not "stable." The caller also noted that the programmer's printer was non-functional, and the universal serial bus (usb) port did not work as well. The programmer will be returned for repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis could not confirm the reported event of display issues. The programmer powered up fine, and the display worked as expected. Stylus, usb (universal serial bus) port, and printer issues were confirmed. The stylus was did not work as expected and was out of electrical specification, the programmer did not save to usb due to software issues, and the printer did not print as expected due to missing gear. The left antenna also failed functional tests and was found to be out of electrical specification, the upper case was cracked, and the handle was broken. Concomitant medical products: product ID 2290 pacing system analyzer. (B)(4).